Event description:
Info alleged that the head up was not working. No injury reported.

Manufacturer narrative:
Technician found that the head up not working due to bad head up solenoid. Replaced head up solenoid valve to resolve this issue.